Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, varying pacing threshold was observed. The lead was capped on (B)(6) 2019 and was replaced. The patient was stable.